Event description:
It was reported that the bd autoshield¿ duo pen needle leaked insulin, resulting in the consumer not getting their full dosage. The following information was provided by the initial reporter: "I am writing to you regarding a safety issue we have encountered with some bd autoshield duo needles. These needles are a new product to the service and on 2 separate occasions following the administration of insulin utilising the correct process the needle retracted and insulin was noted on the patients abdomen (possibility 1-2 units) resulting in the patient not getting the full dose. There is a visible puncture site and it is around this site that fluid was visible."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Ninety one sealed 30g x 5mm auto shield duo samples were returned from lot. No. 2074945, cat. No. 329605. An activation test was carried out on thirty samples as per q-sop-183-dl and no issues were observed . See attached data collection form. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported that the bd autoshield¿ duo pen needle leaked insulin, resulting in the consumer not getting their full dosage. The following information was provided by the initial reporter: "I am writing to you regarding a safety issue we have encountered with some bd autoshield duo needles. These needles are a new product to the service and on 2 separate occasions following the administration of insulin utilising the correct process the needle retracted and insulin was noted on the patients abdomen (possibility 1-2 units) resulting in the patient not getting the full dose. There is a visible puncture site and it is around this site that fluid was visible.".

Event description:
It was reported that the bd autoshield¿ duo pen needle leaked insulin, resulting in the consumer not getting their full dosage. The following information was provided by the initial reporter: "I am writing to you regarding a safety issue we have encountered with some bd autoshield duo needles. These needles are a new product to the service and on 2 separate occasions following the administration of insulin utilising the correct process the needle retracted and insulin was noted on the patients abdomen (possibility 1-2 units) resulting in the patient not getting the full dose. There is a visible puncture site and it is around this site that fluid was visible."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.